Manufacturer narrative:
Concomitant products: 3889-28 urinary stim lead, implanted: (B)(6) 2018; 3058 urinary stim ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing of p-waves during atrial fibrillation, during an in-person interrogation and in recorded episodes. The ra lead was reprogrammed. Three days later, the ra lead exhibited occasional under-sensing of p-waves during atrial fibrillation. The ra lead under-sensing resolved when the patient was back in sinus rhythm. The ra lead remains in use. No patient complications have been reported as a result of this event.